Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified reason for surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two 500cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade iii) post-operatively. The capsular contracture was diagnosed via virtual consultation with a medical professional. The patient underwent bilateral surgical intervention on (B)(6) 2020, where the implants were reportedly removed and reused. Subsequently, the patient underwent bilateral removal of the implants on (B)(6) 2021. The patient is currently experiencing an infection. Per mentor IFU for gel implants, these devices are not intended for reuse, so this will be reported as an off-label use. This medwatch form is for the left breast prosthesis. Complications on the right breast implant will be reported under mrn: 1645337-2020-06879.